Manufacturer narrative:
Occupation: risk manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components was unable to siphon saline from an IV or be inflated with fluid. A second device of the same kind was placed and was able to be successfully inflated. No adverse effects were reported as a result of this occurrence. Additional information regarding patient outcome has been requested.

Manufacturer narrative:
Event summary: as reported, a cook bakri postpartum balloon with rapid instillation components was unable to siphon saline from an IV or be inflated with fluid. A second device of the same kind was placed and was able to be successfully inflated. The patient lost 1845ml of blood due to post-partum hemorrhage prior to the reported device malfunction and 725ml of blood after the malfunction occurred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination could be performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook could not determine a definitive cause of the reported event. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04may2021. The patient lost 1845ml of blood due to post-partum hemorrhage prior to the reported device malfunction and 725ml of blood after the malfunction occurred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.